Event description:
It was reported that device issues occurred resulting in additional intervention. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.00 x 16mm synergy megatron drug-eluting stent (des) was advanced for treatment. However, on the first inflation at 6 atmospheres for 10 seconds, the stent balloon also ruptured. The stent expanded in a dogbone-like state, causing the poorly expanded stent to embed into the calcified lesion. The ruptured balloon became lodged in the stent, making retrieval difficult. During the attempt to remove the catheter, the shaft fractured. Both the fractured shaft and the stent were retrieved using a snare. The procedure was ended without additional treatment.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Investigation results: device analysis findings: the 4.00 x 16mm synergy megatron mr ous stent delivery system catheter was returned for analysis. An incomplete device was returned. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the midshaft identified no issues however, there was a shaft break noted at the port exchange. The detached portion of the device which includes the entire polymer extrusion, stent and tip, was not returned. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, reported anatomical characteristics and the review conducted. It was reported that the balloon ruptured resulting in the stent expanding in a dogbone-like state. The balloon became lodged in the stent making it difficult to retrieve and the shaft fractured, the detached shaft and stent were retrieved using a snare. A partial device was returned to site with multiple hypotube kinks, also, the polymer extrusion which was broken at the port exchange was not returned. Based on the available information the reported balloon rupture was likely due to interaction between this device and the lesion anatomy present in the vessel being treated (99% stenosis, severe calcification and severe tortuosity). The reported dog bone profile with the stent was not an issue with the stent itself but occurred as a consequence of inflation with a ruptured balloon likely leading it to expand not in a uniform way. The difficulties removing the device, observed kinks and shaft fracture were due to procedural factors associated with removing a partially inflated balloon after it became lodged within the stent.

Event description:
It was reported that device issues occurred resulting in additional intervention. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.00 x 16mm synergy megatron drug-eluting stent (des) was advanced for treatment. However, on the first inflation at 6 atmospheres for 10 seconds, the stent balloon also ruptured. The stent expanded in a dogbone-like state, causing the poorly expanded stent to embed into the calcified lesion. The ruptured balloon became lodged in the stent, making retrieval difficult. During the attempt to remove the catheter, the shaft fractured. Both the fractured shaft and the stent were retrieved using a snare. The procedure was ended without additional treatment.